Event description:
During surgical procedure, stapler would not fire. It started to fire for a little bit, but then stopped. Stapler taken out of use. New equipment obtained and procedure continued with no ill effect to the pt.